Event description:
A laser lead extraction of a st. Jude ICD lead was being performed due to an infection. At the time of the removal, it was found that the outer insulation was fractured at the level of the tricuspid valve and the high voltage coils had separated from the conductor coils about 2 cm. The lead was still functioning.